Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the surgeon side console (ssc) horizontal axis motor module assembly. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the failure analysis is still pending at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they received a 23062 error on the surgeon side console (ssc) ergonomics. The error could be recovered after disabling the ergonomics function; however, the ssc would not come out of the stowed position. The system was power cycled and it was observed that there were no obstructions at the time of the event. It was noted that another ssc was brought into the room to continue with the operation. The procedure was converted to another da vinci surgical system with no reported injury. Isi followed up with the initial reporter and obtained the following information: it was confirmed that there was no patient harm due to the alleged system issue.

Manufacturer narrative:
Failure analysis (fa) was able to confirm the complaint via system logs but was unable to reproduce the issue. The unit was installed on a known good in-house system and triggered error 23087 which was related to a calibration issue. The fa technician performed a calibration for this unit and the system was able to boot up normally without any errors. Performed instrument driving test and no issues were observed. Power cycled the system multiple times and the system still did not trigger any errors.

Event description:
Refer to h11 for follow-up information.